Event description:
A webform complaint was received in which it was reported a customer a "replace sensor" message while wearing the adc device. The customer further reported that they experienced a seizure and/or a loss of consciousness; however, they did not receive third party treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not returned, no physical damage was observed on the sensor patch. Sensor found to be in state 1 (storage state). Extracted data from the returned sensor using approved software. Insertion failures was observed. The sensor was activated with known good reader. If partial product is returned, the case will be re-opened and a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h 10 (additional mfg narrative) was incorrectly submitted in the follow up report #2. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer a "replace sensor" message while wearing the adc device. The customer further reported that they experienced a seizure and/or a loss of consciousness; however, they did not receive third party treatment. There was no report of death or permanent injury associated with this event.

Event description:
A webform complaint was received in which it was reported a customer a "replace sensor" message while wearing the adc device. The customer further reported that they experienced a seizure and/or a loss of consciousness; however, they did not receive third party treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is not properly seated and no physical damage was observed on the sensor patch. Sensor found to be in state 1 (storage state). Extracted data from the returned sensor using approved software. Insertion failures were not observed. The sensor was activated with known good reader. If partial product is returned, the case will be re-opened and a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer a "replace sensor" message while wearing the adc device. The customer further reported that they experienced a seizure and/or a loss of consciousness; however, they did not receive third party treatment. There was no report of death or permanent injury associated with this event.